Event description:
Customer reported an IV set was leaking from the pvc tubing above the upper fitment. The medication infusing was an antibiotic. Product was not saved. No report of pt harm and no medical intervention required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). Customer's report of set leaking above the upper fitment could not be confirmed because product was not returned for failure investigation. The root cause of this failure was not identified.